Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4)

Event description:
It was reported that the device was at elective replacement indicator (eri) and there was an issue with the longevity. It was noted that the device had delivered greater than 50 shocks after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.